Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Attempts to obtain additional information about the device and event and to have the sample returned for evaluation were unsuccessful. The sample was discarded. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting to determine if the device involved in the event is being returned for evaluation. When the investigation is complete a final report will be submitted.

Event description:
During passage of the catheter into the right femoral, the guidewire ruptured, with a need for a surgical procedure in the patient to remove the piece of material.